Manufacturer narrative:
The MFR did not receive devices, x-rays or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific ev ent cannot be ascertained from the info provided. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, an amended med device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
This case was reopened on november 23, 2015 to enter additional information which had been received on november 17, 2015. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer (B)(4) will close this case once again. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 60/54 ton the left side. The patient was revised due to pain,loosening and synovitis.

Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom us acetabular component 60/54 t on the right side on (B)(6) 2008. The pt was revised on (B)(6) 2014 due to unk reasons.